Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that the suture was not loaded in anchor. The complaint device is not being returned, therefore unavailable for a physical evaluation, however a photo was provided. Upon visual inspection of the photo, it was found that the inserter tip is bent, the sutures are taken out of the suture carrier, also, the sutures are not completely showing up, they are partially covered by the device's handle. The anchor can not be located. A manufacturing record evaluation was performed for the finished device 6l40874 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, and considering that the device was not returned, this complaint cannot be confirmed. The device is required for evaluation, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2021, it was observed that the suture was not loaded on the anchor on the minilok qa+ # 2-0 oc v5 device. During in-house engineering evaluation, it was determined that the inserter tip was bent and the sutures were taken out of the suture carrier on the device. It was further determined that the sutures were not completely showing up; and were partially covered by the device's handle while the anchor could not be located. The procedure was completed successfully. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.